Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 60% stenosed lesion in the anterior tibial artery. It was observed that the coating of an ht command es guide wire (gw) was discolored for approximately 2 to 3cm. It also felt rougher compared to the rest of the hydrophilic coating. The gw was advanced to the lesion without issue; however, the hydrophilic coating was peeling off very quickly and sheared off when loading an armada 14 balloon onto the guide wire. Resistance was noticed during removal of the gw from the anatomy and with removal of the armada bdc from the gw as well. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire. However, factors that may contribute to resistance with the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. Additionally, other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the wire. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The guide wire referenced is filed under MFR # 2024168-2022-04833-00.